Manufacturer narrative:
Manufacturer's investigation conclusion: no specific device-related issues or adverse events were reported. It was determined that this event did not meet the requirements of a complaint; however, this record will remain a complaint in epiq as an initial medical device report (MDR) has already been submitted to the united states food and drug administration. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. No specific device-related issues or adverse events were reported; however, the hm3 lvas IFU provides a list of adverse events that may be associated with the use of the hm3 lvas in section 1, ¿introduction.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient's chest was left open after the implant procedure for concerns of bleeding.

Manufacturer narrative:
Additional information indicated that there was no device malfunction or serious injury related to the device or device therapy. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that no bleeding occurred, and the concern was for the possibility of increased bleeding due to the extensive cardiac dissection related to the re-do sternotomy. The left ventricular assist device (lvad) operated as expected.